Event description:
Between [date redacted] through [date redacted] - approximately 1 month, there have been 21 reported tubing failures with the following issues: set-0014-1, leaking tubing 1. Set-0032-1: cracked tubing -9, leaking cassette -4, leaking tubing -4, reload cassette error -2, tubing not recognized -1.